Event description:
It was reported that following an irreversible electroporation ablation procedure using a farawave catheter the patient experienced hemolysis and kidney injury. During the procedure 48 applications were performed and the procedure was successfully completed. Following the procedure hemolysis was identified and the patient was admitted to the hospital. Fluids were administered. As reported, the patient is still hospitalized, and further treatments or interventions were not provided. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.